Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient needed reprogramming due to a lack of pain relief in the legs. During a routine impedance check, it was discovered that contact 5 had a high impedance. None of the patient¿s programs were using contact 5. The manufacturer representative reprogrammed the patient and they were able to get good coverage in the painful areas. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the impedances on contact 5 said avoid and were over 40k ohms with contact 11 as reference. The rep followed up with the patient several times following the reprogramming and did not hear back. No further complications are anticipated.